Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported they cannot get the patient programmer (pp) to show the implantable neurostimulator (ins) was on and okay. They stated they switched the program back from d to a, but now they are just seeing icons and the ins is off. Patient services walked the patient through turning the ins back on and change the pp back to show text. Troubleshooting resolved the issue. No patient symptoms were reported.